Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The lead was explanted. The patient was in good condition after the procedure.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 1.7-13.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. External insulation abrasion was noted at 7.3-7.8cm from the distal tip, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.